Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a lowest recorded blood glucose of 53 mg/dl after consuming alcohol earlier in the evening; the user treated the low with fruit punch sports drink and two glucose tablets and later measured a blood glucose of 118 mg/dl. Symptoms included shakiness consistent with symptomatic hypoglycemia. Outcomes included self-treatment at home without medical intervention or hospitalization. Troubleshooting and education were completed during the call, including guidance to continue monitoring and that automated corrections would dose as needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.